Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose level was 24 mg/dl, at the time of incidence. Customer reported that they were getting error code five in the insulin pump. It was unknown whether the customer was using auto mode feature. Customer declined to test the insulin pump. The insulin pump will not be returned for analysis.